Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the vitrectomy probes were not cutting the vitreous properly during a right eye vitrectomy and cataract eye surgery. Upon follow up, it was informed that the cutting and the aspiration of the probes were not functioning well. The probes were exchanged several times to complete the surgery. The procedure was completed without harm to the patient. Service was requested and performed. No additional information is expected to this report.